Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, implanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had their ins replaced due to the elective replacement indicator (eri) message displayed, and when the impedances were tested on one of the new inss all but one contact showed high impedance of >40,000 ohms. The ins pocket was re-opened and the extension was loose. The extension was tightened and when the impedances were tested again they were normal. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.